Manufacturer narrative:
Update to block e1: initial reporter phone number the console was not returned for analysis; however, it was serviced at the facility of the customer by a field service engineer (fse). The fse confirmed that the saltwater entered the system, which caused a short circuit in the high voltage power supply (hvps). The system and hvps was checked for any damage, the optical bench condition, a functional test and electrical safety evaluation was performed. The system was handed over to the user fully functional and without restrictions. A review of the device instructions for use (IFU) and operators manual was completed. The IFU includes specific indications related to electrical safety, such as electrical hazards; warning: never open the laser console protective covers. Opening the covers will expose the user to high voltage components, the laser resonator, and possible laser radiation. Only lumenis-certified service technicians are qualified to work inside the console. Do not operate the laser if any of the cords are faulty or frayed. The laser should undergo routine inspection and maintenance per lumenis manufacturer's recommendations and institutional standards. To avoid risk of electric shock, this equipment must only be connected to a supply main with protective earth. Caution: do not spray or pour cleaning agents directly on the laser console or control screen. You may damage the console, screen, and laser system. Based on the information available, all compiled information on this investigation determines that the most probable cause is unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the console showed an error code 200 (cooling system error- chiller test fail), error code 190 (chiller busy on), and error code 185 (cooling system error-ambient temp greater than 40 degrees celsius). The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Block e1: initial reporter phone number: (B)(6).

Event description:
It was reported that the console showed an error code 200 (cooling system error chiller test fail), error code 190 (chiller busy on), and error code 185 (cooling system error ambient temp greater than 40 degrees celsius). The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.